Event description:
Information received from a nursecomm call states that the pump won't prime, only pulls a tiny amount of formula and air, no errors or alarms triggered, and pt misses feeding. Nurse intervened caller without resolution and instructed caller to contact provider for a replacement. Caller verbalized understanding of the instructions.

Manufacturer narrative:
Product was not returned. Contact attempts were made with no response.